Event description:
On (B)(6) 2011, the pt's mother contacted animas alleging that the pump administered an unintended "ghost" bolus. The rptr stated that morning the pt was sitting at computer and the pump was laying on the desk. The rptr claimed the pump fell off the desk; however, the pt caught it and put the pump under her (sitting on pump). A few seconds later, the pt reportedly heard two separate beeps from the pump, but did not look at the pump. It was reported that the pt was going to bolus for breakfast; however, she felt "funny" and reported having blurred vision. When she checked her blood glucose (bg) it was 54 mg/dl. Pt then reviewed pump bolus history and saw that 8.5 units were bolused at 6:31 am. The pt denied administering this bolus. Approx 15 mins prior to the low blood glucose of 54 mg/dl, the pt had tested at 75 mg/dl. The pt stated she treated with food and/or drink and disconnected from pump at 6:54 am. At the time of troubleshooting, it was noted that tdd and boluses added up correctly, and basal delivered correctly. The pt confirmed pump settings were correct. It was noted that the pump was 1 hour off. The pt was advised to consider keeping pump locked if pump being worn in back pocket.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the pump was exercised for 24 hours to run at a basal rate of 1/u per hour. No ghost boluses occurred during the 24 hour period. Testing confirmed all keys were responsive to button presses and functional. The keypad buttons had normal spring back and click. The keypad cover was removed to check condition of the button contacts and there was no evidence of contamination under the key contacts. During the investigation, they were unable to confirm or duplicate the alleged ghost boluses.